Event description:
A female pt underwent a peripheral intervention in 2008. Arterial access was obtained from the right and left femoral arteries and bilateral 7 french sheaths were placed. Info regarding the arterial sticks in relation to the femoral head is unk. The pt received peri-procedural heparin (amount unk). At the end of the interventional procedure, the act was reported to be 312 seconds. The physician assessed the pt's suitability for use of a mynx vascular closure device to achieve access site hemostasis in both the right and left cfa. A trained technologist prepped and deployed a single device at each access site, per the instructions for use and immediate hemostasis was observed at both arterial access sites. While in recovery, the pt developed symptoms suggestive of a possible retroperitoneal bleed, which originated from the contralateral side as confirmed via CT scan. The pt was stabilized and transfused with 2 units of blood. Pt discharge occurred about three days later without further incident.

Manufacturer narrative:
The device was not returned for eval. Based on the limited info provided, the root cause of the retroperitoneal bleed could not be determined. There is no evidence to suggest that the mynx device did not perform as intended.